Event description:
It was reported that the patient experienced an inadequate stimulation and pain at the implantable pulse generator (ipg) site. All components were explanted and will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 21520333/7017227. UDI: (B)(4).